Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/04/2020. Corrected h3 investigation summary: it was received for analysis an empty opened foil and a needle-suture of product code sxpp1a201, lot pdz846. During the visual inspection of sample, the swage and attachment area were as expected. Slightly marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pdz846 and no non-conformances were identified. Attempts have been made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number for devices that failed in this single procedure: for each involved device in the procedure, state the following: type of device issue, when did the device issue occur; pre-op or during actual use on patient product code, lot number. If multiple procedures are involved please open separate pc 1 for each procedure with above details. Device return status/ follow up. Investigation summary: it was received for analysis an empty opened foil and two needle-sutures of product code sxpp1a201, lot pdz846. During the visual inspection of samples, the swage and attachment area were as expected. Slightly marks on the body needle that appears to be by the use of a surgical instrument could be observed. The sutures were examined and body fluids on some barbs were noted and the sides of fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, it could not be determined what may have caused the reported incident. Note: events reported via mw # 2210968-2019-91179.

Event description:
It was reported that the patient underwent knee surgery on an unknown date and barbed suture was used. During the procedure, the fixation tab came off. There were no adverse patient consequences reported.